Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by turbid effluent. The cause of the peritonitis was not reported. The patient was hospitalized for the event the same day as onset. Treatment for the event was not reported. At the time of this report, the patient was recovering from this peritonitis event. Extraneal and physioneal therapies were ongoing. No additional information is available as the reporter declined to provide further information.